Event description:
One (B)(6) 2011, a (B)(6) male patient with aaa, renal disease, prostate cancer, and three open heart surgeries, underwent aaa repair. The patient's anatomical form was suitable for endovascular repair and the procedure was conducted under general anesthesia. Type ii endoleak was confirmed but the physician confirmed it was gone later. On (B)(6) 2011, the patient complained of coldness and exhaustion in the right leg. A simple CT showed the right iliac leg graft was occluded because the proximal tip of the left iliac leg graft leaned to the right side due to its kink and covered the right limb. It was confirmed by CT angiography and solved by placing additional bare stent. The patient could walk w/o problem and is doing fine after the procedure.

Manufacturer narrative:
Occlusion is labeled in the IFU. Event evaluation: still under investigation.